Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported cracked hub was confirmed. During device testing, the sds was pressurized and fluid leaked out of the noted cracks in the hub. It should be noted that the xience sierra, everolimus eluting coronary stent system instructions for use (IFU) states to prepare the device and aspirate the air prior to use. The IFU deviation does not appear to have directly caused or contributed to the reported event. The investigation determined the reported cracked hub appears to be related to the operational context of the procedure, as it is likely that the sidearm/hub was inadvertently torqued and became damaged (cracked/chipped) as it was being connected to the indeflator, thus causing the noted leak in the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.50x23mm xience sierra rx stent delivery system (sds) was advanced in the patient anatomy and the hub was cracked when attempting to connect the hub with an inflation device to perform air aspiration. A non-abbott sds was used to complete the procedure. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that fluid leaked out of the cracked hub.